Event description:
History of urinary incontinence, diagnosed with "dropped bladder". Had "bladder sling/bra" implanted approx. 5 years ago. Sling is leaking constantly. Spoke to md regarding leakage and was told the only option was to have further surgery, described as collagen injections. Pt. States feeling worse now than prior to surgery. A friend told pt. That they also had a "bladder sling", but it was recalled and they had theirs explanted.